Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 43 mg/dl. Patient's other blood glucose value: 114 mg/dl. Customer alleged the pump for over delivering. The customer was wearing the insulin pump during the hospitalization. The customer was treated with glucagon shots and carbohydrate. The device is not expected to be returned for analysis.